Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. Overall complaint trend for the product has been reviewed. The complaint rate was decreased in february 2020. The complaint rate was below the control limit and no adverse trend was noted. Review on complaint trend of epithelial loss (significant) associated to the product has also been performed. No trend was found. No sample received for evaluation when this report is being made. No further investigation can be performed at this time since the lot number is unknown. Continuous monitoring of these types of complaints through trending and analysis may indicate future actions. No field action assessment (faa) is required for this complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The patient reported that her corneal erosion recurred and she was still under the care of an eye care professional (ecp). Additional information had been requested but not yet received.